Event description:
It was reported that the patient had their device implanted 10 days ago and the manufacturer representative was present at the implant and they instructed the patient and their daughter on how to use the device. The patient was also provided a video to watch at home on how to use the device. It was noted that the program and settings that the manufacturer representative had set the patient on were not working so they upped it a couple and then upped it a couple of more but the device was still not providing the patient with therapeutic relief. The patient thought maybe they had stimulation set too high right now. It was stated that the device worked great the first 3 days after implant but then it stopped working and things had been going downhill. The patient wanted help changing programs and didn¿t remember everything the manufacturer representative told them because they were under anesthesia and their daughter was currently on vacation and couldn¿t help them. It was reported that the patient synced with their implantable neurostimulator (ins) and verified that stimulation was on at 1.0v on program 3. The patient was instructed by their manufacturer representative to keep stimulation set low and they were set at 0.4v after implant. It was noted that the patient thought 1.0v was a high number and when they bent over they did feel stimulation at 1.0v and it was not hurting them. The patient knew it was working because they could feel it. It was stated that the patient didn¿t remember what the manufacturer representative told them about programming and thought they did say the patient had different programs. The patient had 5 little holes in their back and a 3 inch slit there and they had other probes in there so let¿s change the programs. It was reported that the patient changed to program 4 and stimulation was at 1.1v and it was really high and they decreased stimulation and now stimulation was off. The patient was walked through turning stimulation back on. It was noted that last night around 4 or 5 am the patient¿s legs really started hurting at the top of both of their legs. The patient thought that was strange and was wondering if the stimulator was affecting their legs. Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction and there was no troubleshooting or other actions taken to resolve the event. It was unknown how the patient was doing now and the event was not reported to the patient¿s health care provider (hcp) or to their office by the patient.

Event description:
Additional information received reported that the patient no longer had concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0j0wa, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).